Event description:
It was reported that the subject device had a blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the charged couple device unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charged couple device unit. The most likely cause of the damaged charged couple device unit was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.